Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that since implant the handset has been lagging at 90% for a really long time. Agent reviewed data and assisted the patient (pt) in deleting the data. Pt was able to connect to the pump with no lag. Pt will call back if they need further assistance. Pt states the handset will randomly allow the pt to get 3 bolus back to back. Pt states they wouldn't know it until they were super high. Per ptm: bolus duration 2 min lockout 3 hours bolus restriction 1 every 3 max per day:4 agent reviewed lockouts and redirected to healthcare provider (hcp) . Agent reviewed they do not have access to pump records. While on the call pt mentioned they have traumatic brain injury.